Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming power supply was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power supply. (B)(4).

Event description:
A customer reported that after surgery was completed, the console automatically switched off.